Manufacturer narrative:
The actual sample was received for evaluation. The l-connector that had been connected to the actual sample was not returned for evaluation. Visual inspection with the unaided eye revealed no break or no other visible anomaly. Magnifying inspection of the actual lock adapter sample found that a part of the internal thread had been slightly damaged. A factory-retained l-connector was connected to the actual sample. The actual lock adapter sample was found engaged properly without spinning. Subsequently, the actual sample was filled with normal saline (colored for better visibility) and pressurized at 1000 mmhg. As a result, no leak was observed. The actual sample in the state of being connected with the l-connector was inspected under x-ray fluoroscope. Compared to a current product sample, no difference in the connection state was observed. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. The investigation result verified that the actual sample could be connected to the factory-retained l-connector without spinning idly. The reported event could not be reproduced during the investigation. As a possible cause of occurrence, because the internal thread of the actual lock adapter sample was slightly damaged, it was conceivable that the actual l-connector, which was not returned for evaluation, had a deformity due to some factors. When the actual lock adapter was combined with the l-connector and torqued, it got slightly damaged, leading to spinning idly. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. The luer lock of the manifold could not be connected, in the pack cxch088x. On the sample it is the luerlock where the stop cock is missing; maybe the screw thread has been over torqued. The procedure was completed successfully. The patient was not harmed. Issue was found during setup, there was no delay in surgical procedure, the product was changed out with a three-way stopcock from braun (discofix c). There was no blood loss.